Event description:
The customer reported that results on multiple patient samples obtained from a vitros 250 chemistry system were associated with incorrect patient names. The results were not reported, and there were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event determined the root cause of this event is user error. The analyzer did not malfunction. The customer re-uses sample ID numbers without either processing them to completion or deleting them prior to re-use. The customer was not aware of the vitros 250 user documentation, page7- 7, pertaining to the re-use of sample ids. The customer has since implemented a daily sample ID deletion protocol.